Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and flanks using the cooladvantage applicator and may have developed paradoxical hyperplasia (ph). Abdomen and flanks on (B)(6) 2021 using the legacy cooladvantage and presented with possible pah.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and flanks using the cooladvantage applicator and may have developed paradoxical hyperplasia (ph). Abdomen and flanks on (B)(6) 2021 using the legacy cooladvantage and presented with possible pah.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and flanks using the cooladvantage applicator and may have developed paradoxical hyperplasia (ph). Abdomen and flanks on (B)(6) 2021 using the legacy cooladvantage and presented with possible pah.

Manufacturer narrative:
H11 - corrected data: g3 of the previously submitted report (emdr-11629) should have been captured as 24/mar/2022.

Manufacturer narrative:
This report has been identified as a duplicate of previously submitted medwatch report 3007215625-2022-00142.

Event description:
This report has been identified as a duplicate of previously submitted medwatch report 3007215625-2022-00142.